Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer experienced diabetic ketoacidosis with blood glucose of 600mg/dl. The customer went to the emergency room and was vomiting, ¿extremely sick¿, had stomach and back pain, and was disoriented. Subsequently, the customer was hospitalized. The customer was treated with saline, insulin drip, and other unspecified medications. At the time of the report with tandem technical support the customer was still admitted to the hospital. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.